Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found faulty degasser and aged measuring cells. He replaced the degasser, measuring cells, pinch valve tubing, p nozzle, and r nozzle. He then successfully ran a system volume check and confirmed the instrument was fully operational. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable anti-hbs results with one patient sample on a cobas 6000 e601 module. The initial result was 21.64 iu/l with a data flag. The repeat result was <3.50 iu/l. The questionable result was not reported outside of the laboratory. The repeat result was deemed correct.